Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 437 mg/dl at the time of the incident. The customer was at 443 mg/dl at the time of the call. The customer used the pump and was given an insulin pen to treat. The customer experienced symptoms such as being sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump had a blank display due to a damaged battery cap. The customer reported the battery compartment was corroded. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.